Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal). Internal/external inspections were performed. The assignable cause for the patient's reported problem was undetermined. The reported condition was not confirmed. The device will be sent for servicing.

Event description:
The customer contacted baxter's technical service center to report air being put in the peritoneum by the homechoice machine during use during the initial drain, patient was connected. The home patient stated that she primed the homechoice and then did a re-prime to ensure that no air was in the patient line. The home patient stated that the homechoice put air in her. The home patient requested a swap. The technical service representative explained to the home patient that even though she re-primed the line, she should have still inspected it to ensure that there were no air pockets in it. The home patient understood, but still requested the homechoice be swapped. The technical service representative would swap the device and advised for the home patient to call the registered nurse in order to advise them that she was getting the 10.4 smartcare home choice. The home patient would also ask the nurse if she should use the current machine tonight for therapy. The technical service representative did not discuss the use of continuous ambulatory peritoneal dialysis until the new machine arrives because the homechoice was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.